Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: 103530, ringloc ti low profile screw, 149080. 010000994, g7 apical hole plug, 3979400. Ep-108222, e-poly 32mm +3 maxrom lnr sz22, 274340. Pt-116048, regen/rnglc+ ltd 48mm sz 22, 333290. 51-108040, taperloc 133 microplasty type1, 3920624. Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 09632, 0001825034 - 2017 - 09633, 0001825034 - 2017 - 09634, 0001825034 - 2017 - 09631, 0001825034 - 2017 - 09636. Requested but not returned by hospital.

Event description:
It was reported that a patient underwent hip arthroplasty. Subsequently, the patient underwent a revision due to infection. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable.